Event description:
A (B)(6) male with a history of non-ischemic cardiomyopathy with ejection fraction 10-15% underwent placement of heartmate ii lvad on (B)(6) 2012. Complications included multiple episodes of ventricular tachycardia, requiring cardioversion, amiodarone and lidocaine. He stabilized and was eventually transferred to the cmu on (B)(6) 2012. He did well until (B)(6) 2012 when the lvad increased power to 7 with increased speed associated with intermittent power spikes consistent with possible thrombus. Cta on (B)(6) 2012 was negative for thrombus. On (B)(6) 2012, the developed mental status changes, presenting as expressive aphasia. Head CT was negative for acute infarct. His neurological issues resolved, but possibility of lvad thrombus remained, so his lvad was exchanged on (B)(6) 2012. The procedure was without complication and the patient was transferred sedated and guarded condition to the ctu on levophed, pitressin, milrinone, neo-synephrine and epinephrine. The patient was extubated on postop day #5 without incident and weaned off all vasoactive medications by pod #6.